Event description:
Customer reported being hospitalized due to high blood glucose levels. Troubleshooting was performed and pump appeared to be functioning properly. Customer has been hospitalized twice in the last 2 days. Customer tried to manually prime insulin and the numbers were appearing on the pump but no insulin was coming out of their infusion set. Customer changed set again, and claims there is very little insulin during fixed prime. Customer and md feel something is wrong with the pump, pump returned for analysis.